Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent an anterior colporrhaphy and apical colpopexy using elevate mesh, perineorrhaphy and cystoscopy on (B)(6) 2011.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to vaginal bleeding and protrusion.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, atrophic vaginitis and frequency.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revisions on (B)(6) 2005 due to extrusion and on (B)(6) 2007 due to erosion. It was also reported that patient underwent anterior colporrhaphy and apical colpopexy with elevate with mesh (no product information provided) in (B)(6) 2011. On (B)(6) 2012 patient had bilateral vaginal relaxation incisions, takedown of an apical band of scarring and reverse perineoplasty for perineal pain and constriction with dyspareunia and macroplastique urethral injection to treat recurrent stress incontinence. Then on (B)(6) 2012 a revision was done due to pain, recurrent stress urinary incontinence and scarring. No additional information was provided. (B)(4).